Event description:
It was further reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss; however, the source of the fluid leak was not identified. During the procedure, the existing device was removed and replaced. There were no patient complications related to the event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation can not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was further reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss; however, the source of the fluid leak was not identified. During the procedure, the existing device was removed and replaced. There were no patient complications related to the event.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically inspected, revealing the kink resistant tubing (krt) was worn down to the filament. However, upon functional testing the pump performed within specification. Visual and microscopical inspection of the cylinders identified wear at fold in the proximal cylinder bodies and the krt was worn down to the filament. Upon functional testing, both cylinders passed the leak and pressure tests performed. The reservoir was visually and microscopically examined, revealing the krt was worn down to the filament. No leaks were found. Based on the information available, product analysis was unable to confirm the reported event.